Manufacturer narrative:
The lot history was provided and a lot history review was performed. One powerport port body only was returned for evaluation. Functional, gross visual and microscopic visual evaluations were performed. The investigation is unconfirmed for unable to aspirate port, as the port body was patent to infusion and aspiration during in-lab functional testing. Multiple punctures to the port septum were observed. It was reported that the catheter used with the returned port was used with the replacement device. The definitive root cause could not be determined based upon available information. The device is labeled for single use.

Event description:
This report summarizes one (1) malfunction. A review of the reported information indicated that model 1808560 port & catheter allegedly experienced a suction problem. This information was received from one source. The malfunction involved a patient with no known impact to the patient. The (B)(6) year old male patient was (B)(6) kgs.